Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the air bubble detector (abd) latch broke off the ultrasonic air level sensor. The device was not changed out, as the user taped the latch to continue the case. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.